Event description:
It was reported a patient had an angioplasty procedure of the left anterior descending artery (lad) with implantation of a drug eluting stent on (B)(6)2010 and an angio-seal was selected for closure. It was unknown if an angiogram was performed prior to angio-seal placement. Post deployment, subacute ischemia of the right lower limb was detected and occlusion of the femoral artery was confirmed via ultrasound. The patient was taken to surgery shortly after angio-seal deployment for surgical device removal. After surgery, a femoroplasty was performed. The patient recovered well after surgery and was discharged from the hospital on (B)(6)2010. The patient was taking the following prescribed medications: sevikar 20/5mg, omeprazpole 20mg, neurontin 30mg, and loratadine 10mg, and aspirin. The patient also has a medical history of: hypertension, hypercholesterolemia, coronary artery disease (cad), and is a tobacco user.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedures sheath and using fluoroscopy.